Manufacturer narrative:
The pod was returned fully deployed. Inspection of the pod, an external tear in the soft cannula was found. Corrosion was discovered on the needle mechanism rails, top and bottom housing, pcb board, and batteries. The exact cause of the corrosion cannot be determined. The leak test found no internal tears in the soft cannula that would contribute to the corrosion observed. Upon inspection of the pod, multiple cracks were observed along the bottom housing. It cannot be determined when the damages to these components occurred. The downloaded data indicated no timeouts or drive stalls. Based on the downloaded data, the pod appeared to have no struggle delivering insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels read high >500 mg/dl, while wearing the pod on the abdomen between 4 and 24 hours. Hyperglycemia treated with manual insulin injection, applying a new pod and delivering a bolus.